Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit generated an alarm after the device was powered on during a laparoscopic procedure. The facility completed the procedure with a replacement device. The procedure was delayed for over fifteen minutes. There were no reports if patient harm associated with the event.

Manufacturer narrative:
The device was returned, and an inspection confirmed the customer allegation. It was found the printed circuit board was faulty which resulted in alarm and start-up failure. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.